Manufacturer narrative:
Inspected two opened/used enlite sensors and found one of two sensors retracted inside sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis. Missing one sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the tip of the electrode was missing from the customer's sensor. The customer noted the issue when the light did not flash green. The doctor advised the customer the tip of the electrode may be inside the customer's body. Customer's blood glucose was unknown at the time of incident. Customer agreed to return the sensor for analysis.